Event description:
1750ml lactated ringer¿s solution (lr) bolus ordered for patient. I hung a 1l bag of lr, programmed pump for 999ml/hr rate & 950 volume to be infused (vtbi). Later the pump beeped that the infusion completed. The bag still had a large amount of fluid left in it. After measuring with graduated cylinder, 300ml of lr was left. I hung another bag on this same pump, programmed pump the same 999ml/hr for rate and 950ml for vtbi. The pump later beeped that infusion was complete. Again, a lot of fluid left in the bag. I programmed another 100ml vtbi and started it again. I did this twice. I measured what was left in the bag after this and got 50ml (initially 250ml total was left in this 2nd bag). First bag patient received was 700 ml, 2nd bag 950 ml, so I ran another 250ml at 999 to equal 1750. I was confident that patient got the right amount of fluid. I called the pharmacist to be sure these bags did not have much more than 1l to start with. He assured me there would likely not be more than 50ml over the 1l printed on the bag.